Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6), nj has been listed in manufacturer name, city, state and MFR site . The (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 unspecified bd¿ pen needles were blocked during use. The following information was provided by the initial reporter: "patient informs us that the needles are often clogged. He has already had this problem with the needles 5 times this week."

Event description:
It was reported that 5 unspecified bd¿ pen needles were blocked during use. The following information was provided by the initial reporter: "patient informs us that the needles are often clogged. He has already had this problem with the needles 5 times this week."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.